Manufacturer narrative:
(B)(4). The pump was received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). The pump was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o-ring and cracked keypad overlay. The test reservoir does not lock in place due to the missing retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that insulin pump had smell of insulin. The other day when he removed the reservoir, he noticed it was leaking, customer check the reservoir this was no leak. Customer noticed that his insulin was draining fast, when patient removed the reservoir, customer can smell the insulin, feel the moisture inside the compartment and also can see it customer also noticed that something was off with the plastic inside the barrel. The leak on reservoir o ring. The self test was passed. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.